Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was reviewed and revealed that the valve's outflow side appeared to be aligned roughly with the onset of sinotubular junction (stj), 20.0mm above the basal plane. The recommended valve height is above the basal plane 14-6mm. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The commander delivery system with s3/s3u IFU was reviewed for guidance and instructions. Additional potential adverse events include paravalvular leak, hemolysis and non-emergent reoperation. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable to be confirmed due to unavailability of device/medical records. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As reported, "approximately 1 year and 2 months post implant of a 23mm sapien 3 ultra valve, the original valve may have landed too high resulting in paravalvular leak (pvl) which was the source of hemolytic anemia. The physician also felt that the valve is above the annulus on the ncc side". Per imagery review, the deployed valve was initially implanted too aortic or high. If the valve was implanted too aortic or too high, it could result in lack of appropriate sealing between the valve and target site, leading to paravalvular leak as reported. In this case, based on available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling or training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Event description:
Per the field clinical specialist (fcs), approximately 1 year and 2 months post implant of a 23mm sapien 3 ultra valve, the original valve landed too high resulting in paravalvular leak (pvl) which was the source of hemolytic anemia. The operator felt that the valve was above the non-coronary cusp side of the annulus. A decision was made to treat with another 23mm sapien 3 ultra valve implanted a couple of mms deeper than the current valve. The operator performed a balloon valve angioplasty (bav) to the original sapien 3 ultra with a 22 non-ewdards balloon which improved the pvl. It did not resolve the leak. The decision was made to deploy another 23 mm sapien 3 ultra valve just a few mm ventricular to the original valve. That resolved the pvl, and the end gradient was 3 mmhg. The case was uncomplicated, and the patient was discharged without incident.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.